Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - patient underwent surgery for repair of a umbilical hernia. A bard ventralex hernia patch was implanted to repair the hernia defect on (B)(6) 2016 - patient underwent an additional surgery to repair the hernia defect and remove the "curled up" ventralex. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - patient underwent surgery for repair of a umbilical hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - patient underwent an additional surgery to repair the hernia defect and remove the "curled up" ventralex. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently. Addendum per additional information provided: attorney alleges that patient experienced adhesions, bowel obstructions, mesh migration, mesh shrinkage, pain, recurrence and emotional injuries. Per provided medical records: (B)(6) 2014 - patient was diagnosed with an umbilical hernia underwent implant of a ventralex hernia patch. Per op notes: ¿the hernia sac and the defect was dissected free from the fascial edges. The area of the fascia was cleared I placed an 8cm circle mesh (ventralex hernia patch) was placed in the peritoneal cavity. Just prior to placing it in the peritoneal cavity the 4 quadrants were sutured in place with interrupted 0 prolene suture. The mesh was then brought into the appropriate position. The hernia sac and hernia defect were closed over the mesh with 2-0 vicryl suture.¿ (B)(6) 2016 - patient presented with peri-umbilical pain, recurrent umbilical hernia and was scheduled for robotic-assisted laparoscopic repair. Per op notes: ¿a recurrent umbilical hernia could be seen superior to where the previously placed umbilical hernia mesh could be found crawled up within the preperitoneal space. Due to previously placed mesh being curled within the preperitoneal space it was decided to remove this mesh (device #1). The mesh was then stored within the peritoneal cavity and the recurrent hernia could be found superior to this area. There were some small bowel adhesions. These adhesions were taken down using sharp dissection. The hernia defect was found to be approximately 2 cm in size and it was closed. An 11.4 cm circular mesh was then selected. The mesh was then secured circumferentially using running ethibond 2-0 sutures. The old mesh was easily removed from the peritoneal cavity within the endocatch bag¿.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information found in medical records provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. The patient's attorney alleges mesh shrinkage, there is no indication in the medical records provided that would support this allegation. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.